Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a broken video cable making the image green. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the fiber bonding in the outer tube area (distal end) was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable" had an image that disappears; however, the green or striped screen remains. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a broken video cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, h4 device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, root cause was identified as a video cable failure. Though specific root cause of the cable failure could not be determined, it is possible that there was a connection issue between the video cable connector (close control unit) and the charged coupled device from heat degradation. Olympus will continue to monitor field performance for this device.